Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer's blood glucose level at the time of incident was 200mg/dl. The customer's most current level was 500mg/dl. The customer states they were at work and did not have another set. The customer was advised to conduct full set and reservoir change. The customer was able to complete bolus. The customer was advised to monitor the device.